Event description:
There was an allegation of a questionable tp2 total protein gen.2 result for one patient from the cobas integra 400+ analyzer. The initial result was 6.4 g/dl and was reported outside of the laboratory. The doctor questioned the result since it did not match the clinical status of the patient and the past result for the patient was 7.71 g/dl. The customer declined to repeat the patient sample. The reagent lot number was 57377901 with an expiration date of 30-nov-2021.

Manufacturer narrative:
The field application specialist found the customer changed the sample probe. The customer repeated proficiency material and all results matched. Qc was within range. The investigation determined the issue was resolved by the maintenance actions.